Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy procedure. It was reported that the el314 clip applier would not hold the clip. Another el314 was opened to finish the case. There was no consequence to the pt. No dr name available according to rep. Instrument left in cs office.